Event description:
Boston scientific received info that this right atrial lead exhibited increased impedance of greater than 1600 ohms as well as noise. To date, no adverse pt effects have been reported.

Manufacturer narrative:
The analysis of the lead demonstrated a damaged insulation and a fractured outer coil at 26 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. These findings can be considered as the root cause of the observed increased impedances as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further analysis showed abrasion marks at the proximal part of the lead, as a result of friction between the lead body and the generator housing, as well as at the distal part, most likely due to interaction with a partner lead. The cuttings of the insulation occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.